Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description.

Event description:
It was reported that this implantable pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity but without confirmation of high impedance battery condition. Technical services (ts) recommended for future faults, it should be called in for engineering analysis. This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker record a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device data was sent to engineering for review. Data analysis confirmed the recorded code 1003 was due to a detected high impedance battery condition. Device replacement was suggested. This device was explanted and replaced. No additional adverse patient effects were reported.